Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1.

Event description:
Caller states the pt tested 2.4 inr on coaguchek system 1 and 3.2 inr/3.2 inr on add'l coaguchek systems. No action was taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent. Comparison performed in a medical facility.